Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 02/16/2026, it was reported that the patient experienced cgm inaccurate /erratic values. The patient was concern about ongoing issues with her cgm, stating that the readings were ¿way off¿ and ¿all over the charts.¿ she reported that on (B)(6) 2026, she awoke and, while walking to the bathroom, suddenly became dizzy and lightheaded, at which point her legs gave out and she described her ¿body collapsing.¿ her husband and nephew immediately assisted her from the floor and helped her into bed. Her husband subsequently contacted emergency medical services (ems), and the patient was transported to the hospital by ambulance. The patient stated she was unable to check her cgm during the episode because she was ¿out of it¿; however, emergency medical services (ems) obtained an bg fs at the scene, which measured 120¿mg/dl. It is unclear whether the patient had access to a glucometer or another method for monitoring blood glucose at home, as well as what treatment, if any, was administered prior to going to bed or following the onset of symptoms before ems arrival. Upon arrival at the hospital, she was administered IV fluids, and dehydration was initially suggested as a possible cause of her symptoms. She underwent an x ray, a leg ultrasound, and additional diagnostic testing that she was unable to recall. She reported that a hospital bg fs was attempted, though she did not remember the result. According to the patient, hospital staff advised her husband to discard the remaining cgm supplies because ¿they were old¿ after which he purchased new sensors and applied one during her admission. The patient remained hospitalized for 22 days and was discharged on tuesday, 03/10/2026. Following discharge, she reported ongoing tremors and stated she is scheduled to begin physical therapy for gait rehabilitation and occupational therapy next week. She described her current condition as ¿okay but not 100%¿ and expressed hope for an update from the clinical team regarding the incident. The patient did not report any underlying medical conditions. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided in addition to follow up report 3004753838-2026-121586-02. Upon further review by dexcom's vp medical affairs, this would not constitute a serious adverse event that was related to cgm device use. The patient required hospitalization due to dehydration. Her glucose level was normal at 120 mg/dl at the time of the emergency medical service visit indicating that her dehydration was not related to hyperglycemia. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced cgm inaccurate /erratic values. The patient was concern about ongoing issues with her cgm, stating that the readings were ¿way off¿ and ¿all over the charts.¿ she reported that on (B)(6) 2026, she awoke and, while walking to the bathroom, suddenly became dizzy and lightheaded, at which point her legs gave out and she described her ¿body collapsing.¿ her husband and nephew immediately assisted her from the floor and helped her into bed. Her husband subsequently contacted emergency medical services (ems), and the patient was transported to the hospital by ambulance. The patient stated she was unable to check her cgm during the episode because she was ¿out of it¿; however, emergency medical services (ems) obtained an bg fs at the scene, which measured 120 mg/dl. It is unclear whether the patient had access to a glucometer or another method for monitoring blood glucose at home, as well as what treatment, if any, was administered prior to going to bed or following the onset of symptoms before ems arrival. Upon arrival at the hospital, she was administered IV fluids, and dehydration was initially suggested as a possible cause of her symptoms. She underwent an x ray, a leg ultrasound, and additional diagnostic testing that she was unable to recall. She reported that a hospital bg fs was attempted, though she did not remember the result. According to the patient, hospital staff advised her husband to discard the remaining cgm supplies because ¿they were old¿ after which he purchased new sensors and applied one during her admission. The patient remained hospitalized for 22 days and was discharged on tuesday, 03/10/2026. Following discharge, she reported ongoing tremors and stated she is scheduled to begin physical therapy for gait rehabilitation and occupational therapy next week. She described her current condition as ¿okay but not 100%¿ and expressed hope for an update from the clinical team regarding the incident. The patient did not report any underlying medical conditions. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Analysis indicated the lot number for this complaint record is associated with the third-party unauthorized product release and use of non-conforming product that was scrapped by dexcom. The third party acted as an unauthorized remanufacturer under 21 cfr 820.3 and engaged in prohibited actions under 21 u.s.c. § 331 without dexcom¿s knowledge or approval. This is documented in CAPA-000611 and fas-sd-26-002. No injury or medical intervention was reported. No further investigation is required.¿